Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 55-year-old female patient with renal malignancy, post-renal and post-liver transplants. The alinity I anti-hcv result for sample ID (B)(6) was 0.5 s/co (reference range <1 s/co). The snibe test result was 26.26 au/ml (reference range 0-5 (reactive). No impact to patient management was reported.

Manufacturer narrative:
New information received which makes a previously reported issue non-reportable. The customer provided results from other testing methods. The sample was tested using western blot method and hbv rna and the results were both nonreactive. Additionally, the customer indicated that they believe that the abbott result (nonreactive alinity I anti-hcv) is correct and is no longer questioning the result. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p06-74 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 55-year-old female patient with renal malignancy, post-renal and post-liver transplants. The alinity I anti-hcv result for sample ID 133 was 0.5 s/co (reference range <1 s/co). The snibe test result was 26.26 au/ml (reference range 0-5 (reactive). No impact to patient management was reported.